Event description:
Ous MDR - this patient received inappropriate shocks due to oversensing. There was no mention of a revision.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted on (B)(6) 2021. Noise was reported beginning in (B)(6) 2021, unknown date. Upon receipt, the lead under complaint was found capped 47cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found in the lead body. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed multiple signs of abrasion along the lead fragment. In particular between 11.5cm and 9cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed svc shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
This lead was explanted on (B)(6) 2021. Noise was reported beginning in (B)(6) 2021, unknown date. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.